Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. The device was primed and inserted into the patient's body. During the final run of the catheter, it stopped working. It was noticed that there was a leak at the pump. They stopped using the catheter at that time and completed the case. The procedure was completed with this device as they though that they were done. There were no patient complications and the patient was fine.